Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012, due to patient allegations of pain, loss of range of motion, bursitis, pseudotumor, elevated metal ion levels and metallosis. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-03748 / 03751).

Manufacturer narrative:
The follow-up report is being filed to relay additional/corrected information that was unknown at the time of the initial medwatch. This report is number 3 of 5 mdrs filed for the same patient (reference 1825034-2013-03748 / 03751 and 2015-01059).

Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, bursitis, pseudotumor, elevated metal ion levels and metallosis. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision procedure on (B)(6) 2011. Operative report noted the presence of black metallosis, proximal femur fracture, broken loose cables, metal debris, synovitis, bursitis, reactive tissue, adipose tissue, taper adapter was cold-welded onto the stem, vertical cup, and no evidence of inflammation or infection. The modular head, taper adapter, and acetabular cup were removed and replaced with a competitor cup system and biomet head. Operative report further noted patient underwent an additional revision on (B)(6) 2012 due to a proximal femur fracture and pain. Operative report noted the presence of chronic trochanteric bursitis, broken cable fragments, burnishing on the head, debris, fibrous tissue, leg length discrepancy, and a black pseudotumor. The modular head/taper adapter and the competitor acetabular cup were removed and replaced with a competitor cup system and biomet head. Plate and cables were added to repair the femur fracture.